Manufacturer narrative:
The manufacturer informed the initial reporter to contact the end user to immediately stop using his installation until it is repaired. Further information will be provided upon manufacturer's investigation.

Event description:
The joints of the track installation are open 1/4 inch. No incident occurred, there was no pt involved, and no injuries were reported.